Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a colonoscopy procedure on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter to deploy. The clip had to be pulled off the tissue. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
Reported issue of clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.